Event description:
The customers son reported via phone call that customer were hospitalized due to diabetic ketoacidosis on (B)(6) 2022. Blood glucose reading was over 400 mg/dl at time of hospitalization. Customer reported that they had a symptoms like feeling sick, tired, weak at time of hospitalization. Customer was treated with intravenous insulin drip for high blood glucose. It was unknown that auto mode feature was active or not at time of event. No further patient complication were reported. Device will not be return for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.